Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a rupture diagnosed by ultrasound. Device remains implanted, on unknown side.